Event description:
It was reported that during a revision procedure, the physician decided to replace this left ventricular (lv) lead due to known patient experience of diaphragmatic stimulation. The lv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.